Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): wireless communication does not work well through water so the range is much less if you are in a pool, bathtub, or on a water bed, etc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump. No additional patient information was available. Reportedly, the customer had submerged the transmitter in water when the issue occurred. The customer reportedly replaced the transmitter.